Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/73 years old. Two patients without antral pvi by the minimal pfa protocol developed acute pericarditis. Both patients recovered by nonsteroidal anti-inflammatory drugs. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of pulmonary vein morphology on the number of pulsed field ablation applications using circular multielectrode catheters circulation: journal of cardiovascular electrophysiology, 2025 doi.org/10.1111/jce.70185 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding that pv morphology could influence the number of applications required for antral pulmonary vein isolation (pvi). Therefore, we verified the association between antral pvi by the minimal pulsed field ablation (pfa) protocol and pulmonary vein (pv) morphology. Two patients without antral pvi by the minimal pfa protocol developed acute pericarditis. Both patients recovered by nonsteroidal anti-inflammatory drugs. The status of the devices is unknown. No additional adverse patient effects were reported.